Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2018 with blurred vision in both eyes. Patient is reporting that is needing to wear readers for neat work (as expected) but complains that sometimes they are also needed for distance. It was stated by the account that the patient had no loss of best corrected visual acuity (bcva) however, comparison of pre and post op bcva shows patient had loss of 2 lines. The patient complained of intermittent blurred vision and the need of using reader glasses for near and some days for distance also. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 3.50 x -.75 x 74; left eye pre-op 20/20 3.75 x -1.00 x 93. Bcva from (B)(6) 2018: right eye post-op 20/25 .50 x -.25 x 0, left eye post-op 20/30 .25 x -.50 x 0.